Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. The fse removed and cleaned the ise (ion selective electrode) module, replaced the sodium electrode, and performed a cv check. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
Discordant sodium (na) results were obtained with patient samples on an advia 1800. The patient samples were re-tested. The repeat results were reported to the physician(s). Patient treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant sodium results.